Event description:
It was reported that the customer experienced multiple ongoing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin administration. Tandem technical support educated the customer on the labeling for cartridge use duration as the customer reported to using the cartridge over 72 hours to continue using insulin in the cartridge.